Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2021 that a monitor failed to alarm for desaturation/low spo2. No injury was reported with this event.

Manufacturer narrative:
No failure was found. It cannot be concluded that a device failure occurred during this complaint episode with the information available. Several requests to go onsite by fse to investigate were made to the customer, but no reply was received. The ics screenshots provided by engineer tech 2 shows there were 19 spo2 alarms generated. This investigation is considered complete and close. H3 other text: placeholder.